Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found that an in-house guidewire could not be advanced past the hub of the returned microcatheter, which is consistent with the alleged product issue. Further investigation found a kink at the hub tip under the strain relief and an exposed coil protruding into the lumen at the hub transition, which would have caused the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink under the strain relief and exposed coil, but these conditions are consistent with deviations in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
It was reported that during a treatment for aneurysm of the ophthalmic artery involved using coil embolization, after shaping the microcatheter, the guidewire was unable to pass through. After multiple attempts, it was still impossible to make the guidewire pass through the microcatheter to reach the lesion site. The surgery was completed after replacing with a new microcatheter. The patient was reported to be fine. When the device was received and analyzed, the microcatheter exhibited an exposed coil protruding into the lumen at the hub transition.